Manufacturer narrative:
The field service engineer (fse) inspected the module and noted that the sample probe adjustment was off. He then performed sample probe adjustments. He verified that the sample probe now descends into the center of the sample cup. The customer performed calibration and qc. The investigation is ongoing.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen. 3 results for two patient samples tested on the cobas 6000 c 501 (ul) v. The initial results were not reported outside the laboratory as the reporter noticed that the sample color did not correlate with the results. Patient 1 had an initial result of 2.4 mg/dl with a repeat result of 17.9 mg/dl. Patient 2 had an initial result of 0.6 mg/dl with a repeat result of 12.5 mg/dl. The repeat results were as expected based on the sample color. The reagent lot number is 573507. The expiration date was requested but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6)-2022 did not indicate any issues. Qc 1 and qc 2 were acceptable on the date of the event. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.